Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that before the endoscopic vein harvesting procedure the t.w. Power supply generator failed to energy to the cauterization tool. The green light comes on but does not cauterize. The power was set at 3. They changed out the generator and all equipment worked. The delay less than 5 minutes. The vein was good and the patient had no issues from the reported event.

Manufacturer narrative:
Trackwise#:(B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10 the reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Device not returned.